Event description:
A malfunction alarm labeled as alarm 20 was reported during the load process. There was no adverse impact to the customer's blood glucose level. The customer successfully loaded a new cartridge with assistance from technical support and was able to resume insulin therapy.